Event description:
Dermabond topical skin adhesive was applied to a laceration above the right eyebrow. During the application the child's eye became partially shut. The patient was given eye ointment to apply to the eye. The father (initial reporter) stated that the wound originally closed with the device looked good and confirmed that they were given a patient care instruction sheet. Follow-up with the charge nurse confirmed that the patient was fine.